Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that programmer was not turning on. Patient said it was just on a little while ago. Through troubleshooting, it was determined that patient was encountering the splash screen after pressing the 'sync key' and the screen would turn off. Patient also reported that they had not been feeling stimulation. Patient connected with recharger during the report and then reported they were feeling stimulation. Ins recharger showed the stimulation was turned on. Patient tried new batteries and the programmer continued to show the splash screen. Patient said they will buy different batteries in the meantime. A replacement programmer was sent. No further complications were reported as a result of this event.

Manufacturer narrative:
Event date month and year valid only. Analysis of the programmer (B)(4) revealed the telemetry board was corroded. Conclusion code of 67 added after programmer return (b4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that new batteries did not resolve the issue with the programmer showing a splash screen and turning off. A new programmer was sent to resolve the issue. No further complications were reported or anticipated.